Event description:
It was reported that, when the laser was used, a sound described as that of a rupture was heard. Upon inspection, white spots were observed on the debris shield. The procedure was completed with another device. There were no patient complications. Upon return of the fiber, analysis identified a fractured connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the connector face was burned. The complaint was confirmed. Functional analysis identified that the light exiting the connector face was distorted, indicating an internal connector fracture. There was no aiming beam. It is likely that procedural handling of the device during procedural handling during setup or use, may have contributed to the fiber connector fracture. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face. The device instructions for use (IFU) states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.